Event description:
The consumer reported using the product for seven and half hours overnight on her right hip, knee and ankle. When the patches were removed, the consumer described red spots on her ankle and knee. The consumer also described blisters and skin removal on her hip which caused a scar. The consumer did not seek medical attention at the time of the incident and it is unknown how the areas were treated.

Manufacturer narrative:
The consumer used the product off-label by wearing the patches while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.